Manufacturer narrative:
Based on the information provided we are unable to determine to what extent if any, the bard device may have caused or contributed to the patient post operative diarrhea. A probiotic regimen was recommended as treatment and the patient condition is reported to be resolving. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be reported regarding the patient's condition, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported and is associated with the phasix study dvl-he-012. On (B)(6) 2016 - the patient was implanted with a bard xenmatrix ab graft. On (B)(6) 2016 - the patient presented for follow up visit. The patient reports post operative diarrhea occurring roughly 2-3 days /week. A probiotic regimen was recommended (at least 1oz of kefir/yogurt for next 2 months). Outcome is reported as "resolving" and the patient states that she is getting better. This event was assessed as possibly related to the device.